Manufacturer narrative:
Section h6: medical device problem code: correction. 2149 - electro-static discharge was removed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that the patient¿s lactate dehydrogenase (ldh) was increasing without any clinical indications of pump thrombus. It was also noted that the driveline was briefly disconnected the morning of 06feb2023 to clean it off. The patient¿s ldh remained elevated as of (B)(6)2023, and the patient was found to be positive for heparin-induced thrombocytopenia (hit). The patient¿s anticoagulant medication was modified due to hit. Low flow alarms were noted on (B)(6) 2023 during transient episodes of complete heart block. The patient ultimately expired on (B)(6) 2023 due to right heart failure. The submitted log files were reviewed. Low flow, driveline disconnect, and lvad (left ventricular assist device) off alarms were captured on 06feb2023 when the driveline was disconnected for approximately 6 seconds, consistent with the reported cleaning. Upon reconnection of the driveline to the controller, the pump restarted without issue. Transient low flow alarms were captured on 07feb2023, consistent with the report of complete heart block. It was noted that pulsatility index (pi) was elevated at the time of the low flow alarms. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response was received. (B)(6) has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication and right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure, as well as possible treatments. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm and low flow hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was confirmed that the transient low flow / driveline disconnect and pump off alarms on 06feb2023 were due to the driveline being briefly disconnected for cleaning, and not electrostatic discharge (esd).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested for concerns of thrombus or any other issues. The patient's lactate dehydrogenase (ldh) was 1300 and haptoglobin was reported to be 11. The log files displayed transient low flow / driveline disconnect/ pump off alarms on (B)(6) 2023 at ~9:32 am while tethered on the power module where the driveline was momentarily disconnected from the controller for approximately 4 seconds. It was reconnected without issue. This was attributed to the customer disconnecting the driveline briefly to clean it off. There was also the possibility of an electrostatic discharge event recorded in the log file. The data reviewed did not contain attributes to suspect the presence of thrombus within the motor chamber. Additional information was provided that no thrombus/bleeding was confirmed. The patient was positive for heparin-induced thrombocytopenia (hit) and medications were adjusted. The patient had low flow alarms on (B)(6) 2023 during transient episodes of complete heart block as well. The patient expired on (B)(6) 2023 due to right heart failure.